Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is mnh. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to detachment of a rod and two locking end caps. The devices were initially implanted on (B)(6) 2016. The rod and two locking caps were removed during the revision surgery and the surgeon implanted an unknown quantity of unknown screws. The patient was reportedly stable postoperatively. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was received on jun 24, 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification of event description: device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to detachment of a rod and an unknown quantity of locking caps. The devices were initially implanted on (B)(6) 2016. The rod, locking caps and screws were removed during the revision surgery and the surgeon implanted an unknown quantity of unknown screws. The patient was reportedly stable postoperatively. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: universal degen screw (part: 04.689.730 / lot: 8110475 / quantity: (B)(4)), universal degen screw (part: 04.689.735 / lot: 8081745 / quantity: (B)(4)), universal degen screw (part: 04.689.740 / lot: 9752836 / quantity: 1), universal degen screw (part: 04.689.740 / lot: 9741372 / quantity: (B)(4)), universal degen screw (part: 04.689.740 / lot: 9741084 / quantity: (B)(4)), and t-pal small (part: 08.812.009s / lot: unknown / quantity: (B)(4)).